Event description:
Boston scientific received information that this patient was admitted to the hospital due to chest pain. An echo was performed, which revealed a pericardial effusion. No observation of perforation. This patient has a history of aortic dissection. At the most recent follow-up, all measurements were stable and within range. The physician did not have any concerns regarding the implanted system. There were no additional adverse patient effects reported.

Manufacturer narrative:
This cardiac resynchronization therapy pacemaker (crt-p) remains in service. At this time there is no additional information. Should additional information become available this report will be updated.